Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the device "can not put electricity." There was no patient involvement.

Event description:
It was reported to philips the device "can not put electricity." The issue was further clarified as the device could not discharge. There was no patient involvement.